Manufacturer narrative:
Balt USA reference # (B)(4). Conclusion of investigation pending analysis from manufacturer, balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "we have just received a message that yesterday's hybrid delivery (hybrid008d-lot00569974) contained incorrect products. The packaging contains sonic catheters. Please advise us how to proceed. Thanks in advance." 3014162263-2024-00065, 3014162263-2024-00066 had the same incident in which a sonic unit was found inside a hybrid package. Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). The product investigation was completed by legal manufacturer, balt extrusion. Summary as follows: a total of three complaints were received on (B)(6) 2024 (#(B)(4)), (B)(6) 2024 (#(B)(4)) and (B)(6) 2024 (#(B)(4)) from different hospitals in germany regarding hybrid008d lot number 00569974. The complaints were about hybrid pouches containing the wrong product, sonic1.5f25, instead of hybrid008d. The batches were returned to balt extrusion for inspection, which confirmed that the pouches indeed contained sonic1.5f25. Balt extrusion issued hhe-034 for this matter and identified a possible labeling error during the 2020 manufacturing process of the sonic/hybrid kit. The hybrid008d was reworked in 2024 from a sonic/hybrid kit manufactured in 2020, and the mix-up could have occurred because sonic1.5f25 units were mislabeled as hybrid008d. This would highlight a human error in the labeling of the products contained in the initial kit. This error was confirmed to be isolated after inspecting all related inventory. No immediate or long-term health consequences are associated with this issue as the issue is recognizable before use by the user. The hybrid guidewire and the sonic microcatheter are two (2) products with completely separate designs and distinct clinical functionality (e.g. One cannot be used instead of the other). As such, the risk associated with this mix-up is limited to a modest extension of the procedure time for the patient. In conclusion, our internal investigation concluded that this was an isolated human error affecting only this batch of hybrid008d 00569974 which has been recalled from the affected markets. This recall has been executed solely by legal manufacturer balt extrusion as product affected by this issue has not been supplied to the us market. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "we have just received a message that yesterday's hybrid delivery (hybrid008d-lot00569974) contained incorrect products. The packaging contains sonic catheters. Please advise us how to proceed. Thanks in advance." 3014162263-2024-00065, 3014162263-2024-00066 and 3014162263-2024-00067 had the same incident in which a sonic unit was found inside a hybrid package. Incident report form submitted for this complaint indicates that no patient injury was sustained.